Event description:
Caller reported that pt had blood glucose reading of 110mg/dl at 7:31 a.m. The pt was disoriented and did not know own name. A second reading four minutes later was 218 mg/dl. Insulin was administered and nine minutes later a reading of 65 mg/dl was received.